Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.

Event description:
The customer contact reported that while operating on battery power, the pump powered off by itself without sounding an audible alarm tone. The pump was returned to the central supply dept with an unsigned note that stated "don't send back. Data disappears when unplugged." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, when the pump is unplugged, the pump powers off without sounding an audible alarm tone. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no add'l info was provided.